Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displays a blinking red x and resets to default values after operational check. There was no report of patient involvement.